Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient also reported carrying the monitor around her neck causes pain as well. The irritation was described as itchy bumps on the patient's side. The patient was given larger garments, as she reported the current garments were too tight. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's doctor suggested the patient stop taking a medication that was prescribed as it may be contributing to the irritation. The patient reported the irritation improved.